Event description:
It was reported that the cassette was difficult to insert to the control unit. There was no report of procedural delay. No patient injuries or complications were reported. No back up was available.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.